Manufacturer narrative:
Evaluation summary: no further information was able to be obtained from this customer. As such the cause of the reported event cannot be determined. The product met specifications at the time of release. The root cause cannot be determined conclusively.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A nurse reported that the system "stopped talking to them", the probe wasn´t recognized by the system and the settings seemed "funny". The system was rebooted to complete the procedure. There was no patient harm. Additional information has been requested but not received to date.